Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user paused insulin delivery on the ilet system and then attempted a meal announcement, receiving an onscreen message that insulin was paused and the action could not proceed; insulin delivery was then resumed and the meal was announced, after which no further malfunction was reported. Symptoms included hyperglycemia with a peak blood glucose of 328 mg/dl and an upward trend for a couple of hours, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient elevation of blood glucose without medical intervention, hospitalization, or use of backup therapy, and no ketone testing was performed. Investigation included technical support troubleshooting and user education. Investigation of this case revealed use of the device while insulin was paused, which prevented meal announcement until insulin delivery was resumed. It was concluded that the hyperglycemia was associated with insulin delivery being paused and subsequent high-carbohydrate intake, with cause of the event otherwise unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.